Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a cardiomems (cmems) patient who also had a left ventricular assist device (lvad) was admitted and had subsequent right heart catheterization (rhc). The patient was admitted and found to be hypovolemic. As per investigation, pulse mean analysis showed the measured mean was averaging 8-12 mmhg higher than estimated. However, thfs noted significant change in heart rate averages since implant. In addition, the patient appeared to possibly have an arrhythmia. The average heart rate has changed significantly since the implant. It was suggested that it means that the patient¿s unique pulse pressure/mean pressure ratio has also changed over time. The patient did not have change in their medication in the days leading up to their admission as it was running a goal < 30 mmhg. About 4-5 days prior to their admission on (B)(6) 2026, the patient was decreased torsemide since their pad had been running lower (around 25 mmhg). The patient was admitted for the concern on low flow. The patient did not receive diuresis during admission as they were awaiting rhc numbers.